Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the it was reported that the 8100 had ail bolus limit when performing the rate accuracy test using systems maintenance was confirmed by tech support. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the systems maintenance. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 had ail bolus limit when performing the rate accuracy test using systems maintenance. There was no patient involvement.